Event description:
Implanted 4/18/81. Had dry eye syndrome, chronic hand/finger/feet/toe swelling, chronic respiratory infections, allergies, thoracic and lumbar pain, progressive soreness, tightness and pain in breasts, decreased vision and dry eyes, body tingling, numb/tingling in arms, bruising for no reason, bowel problems, constipation, memory impairment, night sweats, insomnia, loss of balance, chronic fatigue, depression, nails won't grow, finger pain, chronic chest pain, rheumatoid arthrits, implant rupture, capsular contracture, muscle fatigue, skin rashes, joint swelling/pain in toes, feet, fingers, hands, rt knee and left groin, hardness of skin around implant, thick skin, rashes on torso skin, chest pains, cystitis, general aching/stiffness, swollen glands, hair loss, coldness/pain of extremities, progressive breast wrinkling and rippling, and difficulty walking and using hands. Rptr is fearful, depressed, and worries a lot.